Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. Unable to confirm a broken force sensor was detected during seating or regular delivery error alarm or frozen screen due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed with a critical pump error alarm. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. The customer also had a broken sensor was detected during seating or regular delivery alarm, power loss, sensor not connected, and change sensor alarms. The pump had a frozen display. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.